Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file no other similar report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see 3013394970-2017-00084. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported bleeding with the involved angio-seal device. The following information was provided by the user facility: during placement of angio-seal device there was bleeding; this happened with two patients; hemostasis was achieved by manual compression for both patients; there was minimal bleeding.

Manufacturer narrative:
The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The cause of the reported event remains unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.